Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Customer of iconnect enterprise archive reported to our support team that xa studies retrieved from the lta were displaying in the viewer as just a black screen. This is occurring for all studies that have stored to the archive and been deleted from the excelera local file system since (B)(6) 2014. Thus, priors can not be viewed. Multi-frame images retrieved from the lta appear all black in the viewer. Cause: in (B)(6) 2013 a custom engineering morpher was put in place on the long term archive (lta) to handle issues with a ge device that was sending the lta bad dicom which caused the clarcs to crash. The morpher was intended to modify these objects to allow them to store to the lta without issue. The morpher inadvertently caused the archive to stream the pixel data of all incoming images twice. This presents a problem in the archive store code specifically for multi-frame images that arrived native and were compressed to jpeg2k by the lta. When attempting to compress these multi-frames the archive would attempt to stream the pixel data again and since it was already streamed once invalid pixel data was identified. This left the image in a state where all frames of the pixel data tag would have the same value (present black in a viewer). (B)(4).